Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterine prolapse, urinary incontinence, enterocele, cystocele, and rectocele. It was reported that after the implant, the patient experienced an unspecified adverse outcome. Post-operative patient treatment included cystoscopy and intervention to prevent permanent impairment/damages.